Event description:
Pfs and medical records received. Pfs alleges pain/discomfort. This complaint is legal. The patient was revised on (B)(6) 2007 for liner disassociation from cup. There was some scoring of the insert.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This reporting is a duplicate of (B)(4); also reference (B)(4). MDR report # 1818910-2007-02210/ 1818910-2007-02209. Examination of the returned devices does find evidence to support the report of disassociation. The product evaluation and review of the device history records did not however reveal any product problems, related manufacturing deviations or anomalies. Medical records were reviewed. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).